Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto-mode switch due to far r-wave oversensing. The patient was asymptomatic. Programming changes were discussed.

Event description:
New information received notes that programming changes were made. No adverse events were observed.